Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of a spike punctured through IV chemotherapy and caused a chemo spill could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a chemolock¿ bag spike where it was reported that the report that spike punctured through IV chemotherapy and caused a chemo spill and dripped onto skin causing cytotoxic exposure to nurse. There was patient involvement but no delay in therapy.